Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 16-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 13 and 14 were failed. A field service engineer replaced drawer controller to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, the drawer 13 and 14 was not releasing. The customer stated that this malfunction caused a delay and occurred while dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.